Manufacturer narrative:
There was no motor error alarm noted. The pump was unable to prime during prime/compromised force sensor system test due to the moisture damage on force sensor resistor. They were unable to perform the excessive no delivery test and occlusion test due to a prime/fill anomaly. The motor was tested outside the device and passed. The pump also had a cracked reservoir tube lip and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 328 mg/dl. Customer declined troubleshooting for the no delivery alarm. Customer was sleeping when they received a motor error during basal rates. Customer does not use the sensor feature on the pump. Customer was able to complete the rewind sequence. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.